Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Preliminary investigation results: a preliminary review of the complaint history, device history record, manufacturing instructions, quality control, instructions for use, specifications and drawing was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. It was confirmed by a cook sales representative that the packaging was not damaged or opened before use. A trend has been identified indicating the increase in complaints within the country of france for ¿entuit secure gastrointestinal suture anchor set¿ per cook medical¿s quality data source trending procedure. Appropriate measures have been initiated to address this failure mode. This case is currently under investigation. A final report will be send upon conclusion.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. (B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient developed "wounds with pus and a start of necrosis to the skin" more than 10 days following placement of entuit secure gastrointestinal suture anchors for an unspecified indication. The customer indicates that the devices are placed "slightly loosened" to attempt to avoid necrotizing irritation. Culture results and sensitivity are not known. The actions taken by the clinical staff were not provided. The device is not available for evaluation. A follow-up report will be provided if any additional information is received. The product insert warns that "gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around the gastropexy site." This is one of four medwatch reports being submitted as the customer reported four patient event s occurring over a one month time frame. Reference MDR numbers 1820334-2017-02357, 1820334-2017-02358, and 1820334-2017-02360 for all associated reports.